Event description:
A customer reported a malfunction on the pump, identified by a specific code. There was no adverse impact to the customer¿s blood glucose level, which did not exceed 500 mg/dl. The customer is set to receive a replacement pump from technical support to maintain insulin delivery and will use multiple daily injections and consult with their healthcare provider in the interim. The malfunctioning pump will be returned to tandem using the provided shipping materials, and the replacement pump procedure was understood by the customer.